Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the pocket site was moved and physician decided to replace the ipg as well. The patient was doing well postoperatively and the explanted ipg will not be returned.